Event description:
Reported due to retained foreign body requiring intervention. In 2005, the physician performed a revision of a transjugular intrahepatic porosystemic shunt procedure (tips) using the fox pta catheter. Four months later, an ultrasound was performed. This ultrasound is reported to be "the first surveillance of the shunt" since the procedure. It was found during the ultrasound that the "protective sheath/cover was lodged within the stent." The physician performed an "endovascular technique" and successfully snared the protective sheath/cover. It is unk when the pt was discharged. Reportedly the pt "did fine."